Event description:
It was reported that the patient electronic unit received an error 5 message, which indicates an issue related to temperature and barometric pressure. A replacement unit may resolve the issue.

Manufacturer narrative:
One patient electronics unit (peu) cm1100, sn (B)(6) was received for evaluation. The state of the returned device did not allow for complete testing as the unit would no longer boot, however, it was confirmed the unit does not contain a compact flash card with the incorrect speed setting. The unit was reimaged which confirmed corrupted software, unrelated to error 5. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported error 5 remains unknown.